Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: evaluation revealed a cracked battery compartment. The pump failed a leak test and evidence of moisture was found in the battery compartment. The pump cover was opened and no further moisture ingress was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump had a cracked battery compartment. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged case issue remained unresolved with troubleshooting.